Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was found to be leaking at the upper part of the tubing, during a pre-test.

Manufacturer narrative:
The reported issue (it was reported that the catheter was found to be leaking at the upper part of the tubing during a pre-test) was confirmed. Per visual inspection a cut to 0.5¿ from the bifurcation on the inflation lumen was found. The sample was injected with water by the inflation lumen and leakage was noted by the cut below the bifurcation area on the inflation lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿recommended inflation capacities 3cc balloon: use 5cc sterile water , 5cc balloon: use 10cc sterile water, 30cc balloon: use 35cc sterile water, visually inspect the product for any imperfections or surface deterioration prior to use". (B)(4).

Event description:
It was reported that the catheter was found to be leaking at the upper part of the tubing, during a pre-test.